Event description:
Indication for procedure: rv lead fracture. Case summary: this was a left-sided, lead removal procedure conducted in the cardiac catheter lab. The original implantation date for the rv lead was approximately 4 years and 6 months prior to this case. The physician prepped the cardiac lead with a lld-ez and began lasing with a 14f sls, eventually upsizing to the 16f sls. It was noted the cardiac lead was very fibrosed, with significant scarring. During the extraction of the rv lead, the patient's arterial pressure dropped from 110 to approximately 85. It was determined the patient had a pericardial effusion, a pericardiocentesis was performed and the patient's vitals stabilized. Patient outcome: patient recovered well and was discharged the following day home. Device analysis: no spnc devices were retained for return analysis and no serial numbers were recorded, thus making it impossible to conduct a lhr review. There was no indication from the physician the spnc devices malfunctioned in any way during the case.